Event description:
Boston scientific received information that the shock impedance of this right ventricular (rv) lead has been trending high and has now exhibited an out of range impedance measurement. Testing was performed using 1.1 and 4 joule shocks and the shock impedance measurements were within an acceptable range. Boston scientific technical services (ts) recommended the lead be replaced as a lead issue cannot be ruled out even though other measurements are good and there have been no issues thus far. The physican will consider replacing the lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.